Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of refy3642 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that red lumen (access port and extension) detached from the purple hub (where all 3 lumens combine. Safety issue: yes; risk of air entrapment other actions taken: yes; PICC had to be removed and a new one inserted.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a detached extension tube was confirmed and the cause appeared to be manufacturing-related. The product returned for evaluation was one 6fr t/l powerpicc solo catheter. Light usage residues were observed and needleless injection caps were attached to all three luer adapters. The purple extension tubing was completely detached from the molded joint. Tactile inspection of the sample was unremarkable. Microscopic inspection of the sample confirmed that the purple extension tubing was detached from the molded joint. The tubing was not broken. Inspection of the molded joint revealed that the clear internal molded tubing was recessed into the molded joint approximately 0.5mm, suggesting that the purple extension tubing had only extended 0.5mm into the molded joint. The observed detachment of the purple extension tubing appeared to be caused by the tubing not extending far enough in to the molded joint, leading to a weak connection. It appeared that the molding pins were not properly inserted during the inner molding process. Photographs have been forwarded to the manufacturing site for further evaluation. H3 other text : evaluation findings are in section h.11.

Event description:
It was reported that red lumen (access port and extension) detached from the purple hub (where all 3 lumens combine. Safety issue: yes; risk of air entrapment other actions taken: yes; PICC had to be removed and a new one inserted.